Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, visible oversensing/noise in real time and on episodes, and a lead integrity alert was triggered. A possible fracture was suspected. The rv lead was reprogrammed and remained in use until the planned lead revision procedure. Ten days later the rv lead was partially removed, capped, and replaced. No patient complications have been reported as a result of this event.